Event description:
Patient presented to the physician with erosion of the stimulation lead body through the skin at the neck incision site. Physician brought the patient into the operating room, tucked the stimulation lead, re-sutured, flushed the neck pocket with antibiotic solution, and closed the incision. Wound cultures were taken, and the results returned negative for infection. Prophylactic antibiotics were prescribed after the procedure was completed.